Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a trocar. It was reported that the puncture process was smooth, but the tip of the puncture tube was broken suddenly during the operation. There was no patient harm. An additional medical intervention was not necessary. Additional information was not provided nor available / was not available. The adverse malfunction is filed under (B)(4).